Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was not feeling well. The crt-d's out put was less than the patient's left ventricular pacing threshold. In addition, the left ventricular impedance appeared low.